Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer's blood glucose level. The customer was able to load a new cartridge and successfully resume insulin delivery, and technical support agreed to send a goodwill order of replacement cartridges.